Event description:
Customer reported motion fail 63 on boot and power supply error 1283, no patient involved. The unit displays down motion limited even when table is raised to a higher position. The table will not travel down.

Manufacturer narrative:
The service rep will order and replace both pots (verticle and tilt) per customer's request. The rep also noticed the table shifts during travel. He found the frequency converter to be faulty. The rep will order and replace. The rep replaced the frequency converter. The table no longer shifts while traveling. Replaced both pots. The rep couldn't calibrate the unit. He will return to finish calibration. Calibrated table with new pots. The rep performed a basic functional test. Also had customer test unit. Unit functions as designed.